Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. 740657) inserted for female sterilisation. In 2010, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Hysterectomy scheduled for (B)(6) 2018 (tube and device removal). At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 49-year-old female patient who had essure (batch no. 740657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced blepharospasm ("eyelid twitching"). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2018 (tube and device removal)). Essure treatment was not changed. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter provided no causality assessment for blepharospasm, genital haemorrhage and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media report received. New event eyelid twitching was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 49-year-old female patient who had essure (batch no. 740657) inserted for female sterilisation. In 2010, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2018 (tube and device removal)). Essure treatment was not changed. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.